Event description:
Related manufacturer reference number: 2017865-2021-39228, related manufacturer reference number: 2017865-2022-13119, related manufacturer reference number: 2017865-2022-13121. It was reported that the patient presented to the hospital and it was noted that the implantable cardioverter-defibrillator (ICD) exhibited backup vvi mode. It was reported that the patient has deceased. There is no known allegation from a health care provider that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.